Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported the unit had an error. There was no patient involvement. Philips field service engineer (fse) evaluated the unit and confirmed the gas delivery system (gds) was not working properly. The fse replaced the gds to resolve this issue. The unit passes testing and has been returned to full functionality.